Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise oversensed on the right ventricular (rv) lead. Possible causes were discussed and troubleshooting options were recommended. At this time, the product remains in service and no adverse patient effects were reported.